Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7085776. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7085829. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 33612650 UDI: (B)(4).

Event description:
It was reported that the patient experienced shocking sensation, numbness and pocket pain. The patient underwent a spinal cord stimulator (scs) system explant procedure and there were no reported complications postoperatively. The explanted device components were kept by the medical facility.